Event description:
A third-party service agent contacted physio-control to report that their device was showing the attention and battery icon and had powered off during periodic check. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker failure analysis center further evaluated the device and observed that the positive terminal strap on the analog pcb assembly, bt3, was broken. The cause of the reported issue was determined to be due to a bt3 broken strap.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their device was showing the attention and battery icon and had powered off during periodic check. There was no patient use associated with the reported event.